Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer experienced fatigue and treated their high blood glucose via insulin pump. Customer was assisted with programming the proper settings on the insulin pump. Customer was advised to follow up with their healthcare provider or go to the emergency room in regards to their high blood glucose levels.